Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a 30" (76cm) appx 6.3 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, 0.2 micron filter, chemolock¿ w/red cap, hanger where the reporter stated that "there were two instances of air bubble forming in the line between the filter and distal end of the line attached to the b port on the plum 360 dedicated set during infusion. No spills with either event. Doses were remade. There was chemo and biozard involved." There was patient involvement, no adverse event and there was delay in therapy. The medication used on the event was etoposide.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.